Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. However, a document-based investigation was performed. Review of the device history record shows two non-conformances; however, all non-conforming product was scrapped prior to completion of the final lot. In addition, there were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be provided upon conclusion. (B)(4).

Event description:
A cxi support catheter was used in an unspecified procedure. It was reported that, the catheter fractured when pulling it back 90cm in the support catheter. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.